Event description:
A peritoneal dialysis nurse (pdrn) reported a patient was hospitalized 6 weeks ago for a heart attack on (B)(6)2014. Patient was 18kgs over his weight and experienced fluid overload and severe edema. Pdrn stated that patient had a slight fluid overload before the heart attack. Pdrn stated patient did not complete his treatment because he is non-complaint.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.